Event description:
It was reported that during a procedure of the mildly tortuous and calcified, 100% stenosed, de novo, mid left anterior descending (lad) artery, the progress 200t guide wire met resistance during advancement. It was suspected that the guide wire went through the guide catheter tip. During removal of the guide wire from the guide catheter heavy resistance was noted and the guide wire was removed separately. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a product deficiency. Based on the review, no product deficiency was identified.